Event description:
It was reported that patient underwent revision total knee arthroplasty in 2004. Subsequently, it was reported that locking screw component backed out and was floating in the joint. Components were replaced during revision surgery in 2006.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. Subsequently, risk manager called to report investigation, determined that event did not meet reporting requirements, therefore, no medwatch report would be filed.